Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found a blurry image. In addition to the reportable malfunction, the following were noted: the bending rubber had broken fibers, there was a leak at the channel from a tear inside the channel wall, and there was evidence of fluid invasion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. A definitive root cause of there being no image could not be identified since device evaluation was unable to confrim or reproduce the defect. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope had a bad image problem. The issue was found during preparation for use. There were no reports of patient harm.